Manufacturer narrative:
Updated sections: a1,b5, b4,b5,d9, g3,g6,h2,h3,h11. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Concomitant medical products exceeds character limitations: ( discharge medication: active ingredient preparation strength morning noon evening night remark pantoprazole (na) pantoprazole tad 40 mg 1 0 0 0 new empagliflozin jardiance 25 mg 1 0 0 0 new acetylsalicylic acid ass hexal 100 mg 1 0 0 0 new torasemide torem 10 mg 1 1 0 0 new bisoprolol fumarate bisohexal 2.5 mg 1 0 0 0 new atorvastatin (hemicalcium) atoris 40 mg 0 0 1 0 new 9.

Event description:
The hospital reported that during a surgery, a device failed intraoperatively. It was part of the "endoscopic vein harvesting" hemopro2 adaptor from gettinge. The vasoview hemopro2. The device, along with consumables, is suitable for harvesting vessels minimally invasively/endoscopically for cardiac bypass surgery. After the procedure began, it turned out that a power generator for the diathermy was malfunctioning. After troubleshooting, both the consumables and our instrument tray were ruled out as the cause. The source of the problem turned out to be a permanent cable connection for the diathermy, which had apparently been hastily glued on the device side with a hot glue gun. This resulted in a loose connection and thus the device's failure. Coagulation not possible because the cable is defective. There was no pre-test done with the device. Per photos provided by the complainant, it is observed the adaptor is detached. Open saphenous vein harvest from the upper right thigh the patient suffered injuries because the access route had to be widened, necessitating an additional long skin incision. There was no blood transfusion, but the vein in the thigh had to be harvested using open harvesting. The vessel was harvested openly, approx 10 cm incision to reach largest side branches. The incident occurred at the end of preparation of svg branches, ready ligate branches. (Sternotomy was performed, so was preparation of lima was ongoing. There was no damage to the vein. There was a procedure delay. The patient outcome is unsuspicious.

Event description:
The hospital reported that during a surgery, a device failed intraoperatively. It was part of the "endoscopic vein harvesting" hemopro2 adaptor from gettinge. The vasoview hemopro2. The device, along with consumables, is suitable for harvesting vessels minimally invasively/endoscopically for cardiac bypass surgery. After the procedure began, it turned out that a power generator for the diathermy was malfunctioning. After troubleshooting, both the consumables and our instrument tray were ruled out as the cause. The source of the problem turned out to be a permanent cable connection for the diathermy, which had apparently been hastily glued on the device side with a hot glue gun. This resulted in a loose connection and thus the device's failure. The patient suffered injuries because the access route had to be widened, necessitating an additional long skin incision.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.